Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 2.5 mmol/l, and the meter bg reading was 26 mmol/dl. Bg level was addressed with a correction bolus via the pump. System check with technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.